Event description:
It was reported by service report that the bolt supporting the fowler broke causing the fowler little skin to pinch the main wire harness. No pt involvement or adverse consequences are reported.